Event description:
The device was returned and the analysis has been completed. The device was returned in the shelf carton seated in the thermoformed tray, however half of the tray was missing which rendered the sheath exposed and loose. There were severe kinks on the sheath as a result at 2.3-3, 16, 17.5 and 24.5 mm. The taper tip was returned detached at the stent stop. Length of broken tip was 13 cm. The spindle was not fully captured into the sleeve. The proximal section of the stent graft (the first 2 stent rings and suprarenal stents), which was cut off during the surgical intervention, was returned with 2 adjacent suprarenal stents entangled. The distal section of the stent graft was reported left in the patient. Two pieces of broken spiral cut around 4 cm long each and 1 piece of middle member 4 cm long were returned. One piece of the spiral cut was severely entangled. There were circular scratch marks on the taper tip, likely caused to calcification or suprarenal stents. The removal difficulties complaint was confirmed. The tip detachment and stent entanglement are most likely caused by the excessive twisting of the delivery system during attempt to free the taper tip. No manufacturing issues were identified as contributing factors to this complaint.

Manufacturer narrative:
(B)(4). Evaluation, results: (cause of event is unknown, pending device evaluation), inherent risk of procedure (conversion to surgical repair). Evaluation, conclusion: (cause of event is unknown, pending device evaluation).

Manufacturer narrative:
(B)(4). Results: incorrect technique/procedure (excessive twisting of the delivery system). Conclusion: user error contributed to event (excessive twisting of the delivery system).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that the device was implanted in the patient. It was reported that during the procedure, the surgeon was unable to retrieve the tip capture as it got hooked to the inside of the proximal stent after the stent graft was successfully delivered. The physician tried to free the tip capture by twisting the delivery system, which was done successfully and was then able to recapture the tip capture within the nose cone. The surgeon tried to pull back the nose cone below the proximal stent and within the graft but it was impossible to do. The nose cone was stuck and was impossible to move up or down. The surgeon tried to twist the delivery system again but to no avail. The physician pulled the guidewire back and carried on twisting the delivery system with no success. Then the metal tube (part linking the pusher to the tip capture guidewire going through this tube) separated from the pusher, however, the physician managed to withdraw the delivery system. A metal part was sticking out of the pusher (probably the end of the metal tube). The other part (nose cone, tip capture, rest of metal tube) remained in the patient. The physician used a goose neck snare to try to capture the distal end of the metal tube, which was in the external iliac artery, and with another goose neck snare from the contralateral limb and tried to capture the nose cone (proximal part of the remaining piece left in the patient) which was still above the renal arteries. The physician managed to catch both parts and pulled on both sides to try and mobilize the system but to no avail. They then had to convert to open surgery (by laparotomy) and had to extract the part left in the patient (by aortotomy). They cut the proximal part of the graft underneath the proximal stent to be able suture the surgical graft. It was noted that two of the apexes were mixed together. The distal part of the bifurcated stent graft remains in the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.